Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the half height sub drawers, 3.1 and 3.2 are not detected on bus. A field service engineer (fse) drawers did not appear in hardware test application (hta) mode. After performing a proper shutdown, the fse reseated the row cable at the drawer controllers. The drawers then became responsive and appeared in hta mode. A final test was performed. The customer was able to recover and inventory the auxiliary half-height drawer 3.1. The fse tested the e-drawer, replaced the backup battery, and installed network plugs. All cabling appeared to be in good working order, and the leds were functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3.1 not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.